Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) had been lost to follow up. The patient presented to the hospital for device interrogation, and it was determined that the crt-p had entered safety mode and code 0x0 was observed. During interrogation, the patient had a seizure, and unipolar pacing inhibition was suspected. A temporary external pacing system was placed until the crt-p could be revised. A few days later, the entire crt-p system and the temporary pacing lead were explanted and replaced. No additional adverse patient effects were reported.